Manufacturer narrative:
The device serial number was not provided. If the serial number cannot be obtained, the device manufacturing date and expiration date may not be provided. (B)(4)

Event description:
Medtronic received information that approximately three years post implant of this bioprosthetic aortic valve, this valve was explanted and replaced due to stenosis and elevated gradients. The physician reported that a thrombus was a likely source of the valve dysfunction. No adverse patient effects were reported.

Manufacturer narrative:
Correction: an update was made to " adverse event or product problem." Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually inspected. The valve appeared distorted and the stent posts were slightly deflected. All leaflets were found to be slightly stiff yet flexible, except where host tissue extends on the inflow and outflow. The leaflets on the outflow appeared to be crowded, which may have been associated to the deflected stent posts. A tear the right non-coronary commissure along the right cusp appears to have occurred during explant. The non-coronary left and left right commissures appear intact. Tan colored pannus covered the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, along all inflow margin of attachments, and 1 to 4.5 mm onto all cusps reducing the inflow orifice area. Remnants of pannus lined the outflow rail, sewing ring and all stent posts. Tan colored thrombotic appearing host tissue partially filled and stiffened the right and non-coronary cusps on the outflow. Moderate thrombotic appearing host tissue lined the outflow margin of attachment of the left cusp. A large piece of thrombotic appearing host tissue appeared to have been removed from the belly of the non-coronary cusp during explant. Radiography showed trace to moderate mineralization in all cusps and along the outflow rails. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The pannus overgrowth on the inflow extended several millimeters onto the leaflet, which would have significantly impaired leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve causing the stenosis / increased gradient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.